Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not grip/secure the pins. It was further determined that the device emitted an unusual grinding noise and an unusual vibration. It was determined that there was an unknown substance found on the internal components and there was corrosion on the internal components. It was determined that these issues were consistent with improper cleaning/care. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the quick coupling device would not grip the pins. During service and evaluation, it was observed that the device emitted an unusual grinding noise and an unusual vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.